Event description:
The customer contact reported that the ground prong and one of the blades on the ac power cord were bent. The device was sent to the materials management department for an unspecified reason. During testing at the user facility, it was noted that the ground pin and one of the blades on the ac power cord plug were bent. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2011 by the hospira field service engineer. The power cord was received on (B)(4) 2011. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.